Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that during procedure, the tip was torn. There are no parts left in the patient. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand show minimal wear on the electrode at distal end with scratch/scuff marks and discoloration on the spacer. A chunk of plastic of the spacer is missing on the back side. There are no manufacturing abnormalities visually observed with the returned wand. Upon functional evaluation the device was plugged in to a good known q2 controller and was activated in a saline solution at default and maximum settings. Plasma was produced at distal end as intended. The complaint was verified and the root cause could be determined with certainty. Factors which contribute to the reported event: (1)the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (2)do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.